Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the end user was driving down a side walk and could feel veering to the left and hit a bump on the side walk which caused to her veer off the sidewalk and tipping her chair over and broke her foot. End user did not seek medical attention until a few days later when her foot was bothering her. Dealer stated that the veering was caused by motor balance, balance was off, and now fixed. End user stated that the chair was not braking fast enough, and dealer adjusted the brakes. Dealer stated that there was no damage to the chair, and the chair already back with the end user. Territory business manager did not know the date of event. No other information provided.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Right and left motor and gearbox. Hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for either motor dragging or veering. Both motors operated correctly and no brake issues were observed. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer is stating that the end user was driving down a side walk and could feel veering to the left and hit a bump on the side walk which caused to her veer off the sidewalk and tipping her chair over and broke her foot. End user did not seek medical attention until a few days later when her foot was bothering her. Dealer stated that the veering was caused by motor balance, balance was off, and now fixed. End user stated that the chair was not braking fast enough, and dealer adjusted the brakes. Dealer stated that there was no damage to the chair, and the chair already back with the end user. Territory business manager did not know the date of event. No other information provided.